Event description:
It was reported that the tip of the device broke off in the patient's shoulder.

Manufacturer narrative:
The tip breaking condition (broken electrode) was confirmed on the returned unit. The broken electrode (half) remain on the ceramic and was returned with the probe, however a broken electrode piece was not received, it was left inside patient. No damage on the heat shrink and ceramic was observed. According to the activation history, the unit was activated on (B)(6) 2015 at least 46 times (41 plus the first five) or more, for a minimum of 192 seconds for cutting tissue at a power level setting of 9 (power setting range is 1-11). The probable root causes for the reported condition can be associated, but are not limited to: non-conforming component: according to the device history record review, the lot was manufactured according to specifications. Poor assembly process: the following controls are in place to detect any assembly process related issue: current in process controls for this condition at the manufacturing line includes but are not limited to 200% inspection during assembly process. A continuity test (resistance measurement) is performed after the unit is assembled which will also indicate if there is non-continuity (electrode breaking) inside the unit. In addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. Misuse: the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the device broke off in the patient's shoulder.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.